Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer needle is confirmed. The returned sample is a 4.5f microintroducer. A microscopic observation revealed the edges of the distal tip of the sheath were buckled and plastically deformed in multiple locations. No splits are tearing was observed in the sheath material. No damage was observed on the distal tip of the dilator. The location and shape of the damage observed on the sheath tip and dilator as well as the usage residue observed on and within the returned sample suggest the microintroducer was damaged during use. Possible contributing factors include insertion angle, excessive force, and patient anatomy. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, during PICC placement, puncture was successful, skin dilatation was completed, sheath delivery was not smooth, the tip is visibly rough and uneven and cannot be used. The sheath was replaced and delivered smoothly, and placement was completed.